Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a type b dissection after a total arch replacement (tar) using gore® tag® conformable thoracic stent graft with active control system and gore® excluder® aaa endoprosthesis. An aorta extender endoprosthesis was implanted first to extend the true lumen. Then, a gore® tag® conformable thoracic stent graft with active control system was implanted from just below to the left subclavian artery to cover an entry. However, blood flow from the entry to the false lumen remained slightly after the gore® tag® conformable thoracic stent graft with active control system was implanted. The true lumen which was located distally of the gore® tag® conformable thoracic stent graft with active control system was still narrow. But the blood flow of a branch vessels of an abdominal aorta improved, so the physician decided to monitor it. On (B)(6) 2021, the true lumen which was located distally of the gore® tag® conformable thoracic stent graft with active control system implanted was compressed by the false lumen. And a perfusion disorder of the branch vessels of the abdominal aorta and a lower limb was observed. It was not confirmed the blood flow from the entry which was covered by gore® tag® conformable thoracic stent graft with active control system on (B)(6) 2021. Two gore® tag® conformable thoracic stent grafts with active control system were implanted for expansion of the true lumen and improvement of the blood flow. The blood flow of the branch vessels of the abdominal aorta was improved and a pulsation of the lower limb was observed. The patient tolerated the procedure. Reportedly, it is possible that the false lumen dilated and the true lumen became narrow due to the blood flow from the another entry, however location of possible another entry is unknown.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.